Event description:
It was reported that device detachment occurred. When a 7f guidezilla ii catheter-guide extension was removed from the hoop, it was noted that the helical collar was separated. The device was not used in the patient and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that device detachment occurred. When a 7f guidezilla ii catheter-guide extension was removed from the hoop, it was noted that the helical collar was separated. The device was not used in the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. The device was visually and microscopically examined. There was a kink in the hypotube just distal to the strain relief and at 33cm from the strain relief. Just distal to the collar of the device, the shaft was separated. The ends of the separation were jagged indicating signs of torque or light twisting of the shaft. There were numerous shaft kinks. At 17mm from the tip, 5mm of the shaft was flattened. There was blood present in the shaft of the device. Blood present also indicates that the device was used past the point of preparation.